Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that both the right ventricular and left ventricular leads had dislodged. It was also noted that there was no capture on both leads. Both leads were explanted. The right ventricular lead was replaced but the left ventricular lead was not replaced due to a lack of viable vessels. The patient was stable following the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.